Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and when she woke up and the insulin pump was turned off. Customer reported that the display blank for less than 30 seconds and then did not returned. Contact on battery cap not damaged. Insulin pump had power error alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement, self test and active current measurement. All currents within specific range. The insulin pump was monitored and no blank display or power loss alarm noted during testing. (B)(4).